Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) with diabetic ketoacidosis (dka), and elevated blood glucose (bg) levels (no value provided). While in the ER, the customer was treated via manual injections, and intravenous fluids then released. The customer was nauseated, but responsive at the time of release.